Manufacturer narrative:
With concomitant medical products: dtma1qq crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that consistent left ventricular (lv) lead capture could not be confirmed on the current electrogram (egm). The lv lead remains in use. No patient complications have been reported as a result of this event.